Event description:
Caller reported a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and the caller was advised to reset the pump when ready for use. They were also encouraged to contact support in the future if the issue reoccurs, and reset instructions were emailed to the caller.